Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer froze and gave a system error. The error was indicated in the programmer's error log. The link electronic module (lem) board connector required reseating. It was also indicated that the power supply had some corrosion, the display latch was broken and the case was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and gave a system error during the interrogation of a patient¿s device. The programmer was returned for service. No patient complications have been reported as a result of this event.